Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed the device was returned outside of original packaging. The laser marking were legible and confirmed the reported batch number and product number. The device appears to have been cleaned and is free from wear and tear. No physical damage visible to device. A functional evaluation revealed the triggering mechanism functions as intended. A review of the instructions for use found: as with any surgical device, careful attention should be exercised to ensure that excessive force is not placed on this device. Excessive force can result in the failure of this device. The grasping jaw of the truepass suture passer, including the self-capture feature, is delicate and can be damaged if handled roughly. Do not drop the instrument from any height. Keep the grasping jaw closed when not in use. Do not manually open the self-capture feature while cleaning, as extension beyond 90° can permanently damage the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the rotator cuff procedure, when the first-pass was used, the needle could not be deployed and upon checking the device, the needle was found broken. It is unknown how the procedure was completed. No delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed the needle was broken from the device. A review of the instructions for use found: as with any surgical device, careful attention should be exercised to ensure that excessive force is not placed on this device. Excessive force can result in the failure of this device. The grasping jaw of the truepass suture passer, including the self-capture feature, is delicate and can be damaged if handled roughly. Do not drop the instrument from any height. Keep the grasping jaw closed when not in use. Do not manually open the self-capture feature while cleaning, as extension beyond 90° can permanently damage the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device.